Event description:
Rep reported that the drainage chamber disconnected at the y site. Hospital explained that it sounds as if the patient involved in this current incident may have had some mild confusion and possibly pulled on the drain and broke it. Hospital explained that as a result of the breakage, the patient experienced some problems with "pneumonacephalus".

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.